Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were fed and formed as intended; finally the instrument locked out. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: the photographic evidence provided of the subject er320 clips could not determine a cause for the complication. However, the photographs did confirm the event description but, do not provide the evidence needed to determine a potential cause for the device forming scissored clips. Hands on analysis of the returning device may provide the evidence or indicators to determine a potential root cause.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second and third clips fired from the device were scissored on the duct. The surgeon did not fire over any metal, nor did he torque the device when firing. No additional noises or tactile feedback were noted when firing the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.